Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead recorded an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 128 ohms. Technical services emailed the clinic to notify them of the observation and recommended seeing the patient to evaluate the rv lead. No adverse patient effects were reported. The device and lead remain implanted and in service.